Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The bayonet was fixed properly to the system. The issue was a result of a field error. The company representative did not indicate finding any issues that would be associated with the pc tear. The system found to have been functioning as intended. The product met specifications at the time of release. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. It should be noted that a capsulotomy tag, in itself, will not result in a capsular tear. The laser fires perforating pulses to create micro-incisions that produce the overall capsulotomy. Following the laser treatment, the capsulotomies are required to be opened by a surgeon in the operating room before the remaining steps of the cataract procedure can be performed. In addition to a system or patient interface (pi) issue, an incomplete capsulotomy can also be a result of a pre-existing patient condition and incorrect treatment settings chosen by user. In the event that an incomplete capsulotomy is recognized, the surgeon would be required to complete the incision manually as if the laser treatment had not been performed. The root cause of the reported ¿bad results¿ can be attributed to a service error. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported unexpected results on patient's left eye during a laser assisted cataract surgery. Patient interface (pi) was poorly secured into the laser support which resulted in an incomplete rhexis which led to a posterior capsular rupture during phaco, an incomplete fragmentation, unexpected quality of the principal incision, and the secondary incision was not performed. It was noted that the base of the pi was loose. Additional information has been requested. This is one of three reports being filed for the same facility. This report is for the third patient.